Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer changed supplies to address the occlusion alarm and successfully resumed insulin. Customer reported blood glucose level was greater than 180 mg/dl.